Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated twice at 12 atmospheres. The device was inflated twice for 12 atmospheres; however, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.